Event description:
It was reported that this right ventricular (rv) lead exhibited significant nose. This lead is under advisory, and the lead noise could indicate a potential lead issue. Boston scientific technical services (ts) recommended further evaluation in the clinic. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).